Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels reaching levels ranging from 498 mg/dl to a value displayed as "high" on the continuous glucose monitor. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as pump was not available for system check with tandem technical support (cts). Subsequently, on (B)(6) 2020 customer was hospitalized. Bg was treated with long acting and short acting insulin. At the time of the report with cts, customer was currently still hospitalized, however, customer indicated the issue was resolved and no permanent damage was sustained.